Manufacturer narrative:
(B)(4). The service technician was able to duplicate the reported issue. Further testing reveals,h/w fault alarm conditions were due to a non conforming hybrid board and alarm board. As a resolution, the hybrid board and alarm board will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the revel ventilator was getting hw fault 19, customer replaced the hybrid board, now unit will not turn on unless on/off is pressed twice and then unit continually resets. The reporter confirmed that there is no patient involvement associated on this event.